Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d2: additional procodes: jds, hsb. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device, product code: 04.045.080s, lot number: 3808p64, it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 25/01/2023, manufacturing site: jabil grenchen, expiry date: 01/01/2033. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2023, the patient underwent an orif surgery for a fracture of the distal shaft of the femur. 4 locking screws were inserted into the distal holes, 2 locking screws were inserted into the proximal holes, and the surgery was completed successfully with no surgical delay. On (B)(6) 2023, the patient complained pain on the lateral of the distal femur and the x-rays were taken. The x-rays showed that the screw inserted in the most distal hole backed out by approximately 15 mm. The surgeon made plans to remove the screw that backed out on (B)(6) 2023. No further information is available. This report is for a locking screw for im nail ø 5mm/ 80mm/ xl25/ sterile. This is report 1 of 1 for (B)(4).